Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00288 on 11-nov-2025. Additional information (17-nov-2025): siemens reviewed the information provided by the customer, and the available instrument data files. Siemens' review of the instrument data indicated there was no instrument or assay problem occurring which caused the apparent erroneously depressed enzymatic hemoglobin a1c (a1c_e) result. Siemens evaluated the event and determined that the probable cause of the behavior is the customer¿s lack of understanding of the a1c_e assay and interpretation of the flags it may generate. Siemens enhanced customer understanding by providing relevant information. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed enzymatic hemoglobin a1c (a1c_e) result obtained on a patient sample on an atellica ci 1900 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they observed an erroneously depressed enzymatic hemoglobin a1c (a1c_e) result obtained on a patient sample on an atellica ci 1900 analyzer. The erroneous result was reported to the physician(s), and the result was not questioned. The sample was reprocessed on the original analyzer. Additionally, a new sample was drawn from the same patient and processed on the original analyzer. Both the reprocessed and redrawn sample results were higher than the erroneous result and matched the patient¿s clinical history. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed enzymatic hemoglobin a1c (a1c_e) result.